Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd1, dianeal pd4 unknown bag, extraneal viaflex, and nutrineal pd4 unknown bag therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by stomach pain and cloudy effluent; and "ultrafiltration's decrease"; and was hospitalized on that same day. The severity of the bacterial peritonitis was reported by the physician as moderate. On (B)(6) 2011, the patient began remedial therapy with fortum 1,0 g, every 24 hours, ip; and biofazolin (cefazolin) 1,0 g , every 24 hours, ip, for empiric therapy. On (B)(6) 2011, fortum and biofazolin were discontinued and replaced with biodacyna (amikacin) 80 mg, every 24 hours, ip; and ciprofloxacin 100 mg. Every 24 hours, ip. Biodacyna and ciprofloxacin were indicated according to the antibiogram. On (B)(6) 2011, biodacyna and ciprofloxacin were discontinued. The patient was discharged from the hospital on (B)(6) 2011 (the patient left the hospital on her own request). On an unreported date in (B)(6) 2011, dianeal pd1 was discontinued due to the peritonitis. The outcome for the event of bacterial peritonitis was reported as ongoing and improved. On an unreported date in 2011, dianeal pd1 was reintroduced and the peritonitis did not recur. Dianeal pd4, extraneal viaflex and nutrineal pd4 were ongoing. The outcome for the event of (B)(6) was not reported. The physician did not provide an assessment of causality for the events of bacterial peritonitis and (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.